Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/ user mishandling. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera iii colonovideoscope had a clogged nozzle. The device was returned for evaluation. The evaluation determined that foreign material was present that could not be removed from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. The reported clogged nozzle was confirmed; this was caused by the foreign material in the air/water nozzle. In addition, examination showed that the bending section's adhesive had split; the distal end's insulation did not meet with specifications; the light guide and objective lenses were chipped; the suction cover was damaged; the switchbox adhesive was cut; the universal cord showed buckling; the light connector was deformed; and the vent valve was corroded. Functional testing showed the angulation performance did not meet with specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.